Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 30) during the basal delivery. Customer's blood glucose was 154 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.